Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 5th of may 2020 getinge became aware of an issue with one of our light ¿ powerled. As it was stated the light won¿t turn out. Primarily alleged issue has been resolved however during the inspection of the unit it has been found that screws of the cover of spring arm were missing. No information about any injury has been provided however we decided to report this case in abundance of caution and based on the potential as any part falling from the device may led to contamination. Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Manufacturer narrative:
Getinge became aware of an incident with surgical light powerled device. As it was stated by the customer, a screw on the spring arm had fallen off. Fortunately, there was no adverse outcome reported - however, we decided to report the issue in abundance of caution and based on the potential for contamination if the situation was to reoccur, as any object falling into the sterile field might be the source of cross contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The main probable root cause is incorrect tightening of covers side screws during assembly or maintenance. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as indicated in the device manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).